Manufacturer narrative:
Manufacturing evaluation was completed. Tip of the received device was broken. The instrument was produced within the manufactured parameters per print specification of this product. There were no issues noted with the product when the device history records was reviewed that would indicate any problems when produced. Possible contributing factor to the thread tip being fractured 1.5 to 2 threads from end of instrument is due to a side load force being applied to the instrument and the implant screw that was threaded on the end of instrument. This conclusion is based on geometry of the screw head which has 1.5 to 2 threads and the appearance of the instrument threaded portion fracture point. The instrument wasn't used as intended therefore the fracture occurred. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The matrix holding sleeve (part 03.632.036, lot h109283) was returned with 1.5 to 2 threads missing leaving the instrument tip in the jagged form. The broken fragment was not returned with the complaint. There are scratches, striation marks all over the surface of the device, which does not impact functionality, but indicate frequent usage of the device. The overall balance of the device looks in a functional condition. It is unknown what caused this complaint; however, the damaged threading may be a result of off a mechanical overloading situation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer (B)(6). Subject device has been received and is currently in the evaluation process. DHR review: part number: 03.632.036, synthes lot number: h109283, release to warehouse date: 29-oct-2016, (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, after rods and screws were implanted, intraoperative x-rays revealed an unknown object in the patient. It was noted a piece of the screwdrivers holding sleeve tip was missing. Patient had not yet been closed. Surgeon was able to locate the object and removed it from patients body. It was confirmed to be the tip of the holding sleeve. Another intraoperative x-ray revealed nothing unusual remained, patient wound was closed. Surgery was completed successfully with a delay of approximately 30 minutes. Patient condition reported as stable. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown), rod (part number unknown, lot number unknown, quantity unknown), screwdriver (part number unknown, lot number unknown, quantity unknown). This report is for one (1) holding sleeve-long for matrix. (B)(4).